Event description:
The barcode scanner on the ortho assay software (oas) workstation misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The customer did not want service. They made the call to receive credit for the microwell plate that they "lost" due to the sample barcode misread.